Manufacturer narrative:
H3: software analysis completed. Logs were reviewed but provided insufficient information to determine root cause of the reported be havior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Pending software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site's system had the main cart monitor display a no signal message then went blank after the first screw was placed. The local representative (cs) attempted monitor power button without resolution and bringing in a 2nd navigation system main cart to attach to the camera cart, but the surgeon declined re-registration of patient. The site rebooted after a hard shut down and signal communication was reestablished. The surgeon had to re-verify instruments (all except green tracker on a driver re-verified), but then was able to complete procedure as normal. There was a reported delay to the procedure of 20 minutes. There was no reported impact to the patient. On 2020-aug-07 additional information was received. It was reported that at least one monitor remained functional, but it was ¿frozen." The first system was used to complete the procedure after a hard shut down. The suspected cause of the issue is the battery back up going bad and creating a disruption between the camera and main carts. On (B)(6) 2020 it was reported that the other monitor was not functioning. Site had to do a hard reboot by holding down the power button to get it functional. The manufacturer representative could not replicate the issue but per technical services recommendation, the battery back up was replaced. The system functioned normally after the battery back up was replaced.